Event description:
It was reported the patient was not given any information regarding their implant. The stimulator was on a nerve and caused pain. The patient could barely walk or sit in a chair. The patient could not lift anything or exercise. The device did not do anything. The patient would get shocked when driving. Their toes would curl. The patient also got shocked when they sat in a chair with magnets. The patient did not urinate every time they had the urge. The stimulator was off at the time of the call. The stimulator migrated when they walked. Feeling the stimulator hurt the patient. The patient¿s frequency went away with the stimulator off. The patient wanted the system explanted. No interventions or outcome were reported regarding this event. Further follow-up cannot be conducted to obtain this information; the caller would not provide any contact information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).